Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. A partial lead was returned for analysis in 2 segments. External insulation abrasion exposing the outer coil due to friction to device can was noted at 28.9 - 29.5 cm from the connector pin consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.